Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: battery depletion-normal.

Event description:
It was reported that three months after implant, the device reached rrt (recommended replacement time). The device had not delivered any therapies. Further information was received indicating that the device delivered more than 300 electrical discharges. The device was explanted and replaced. No patient complications have been reported as a result of this event.